Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: unk-m-sc-2352-70, model: sc-2352-70, serial: null, batch: null.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing a loss of stimulation. The patient underwent a revision procedure where the leads were replaced. The patient was doing well post-operatively. The explanted leads were discarded by the hospital and were not returned to bsc.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing a loss of stimulation. The patient underwent a revision procedure where the leads were replaced. The patient was doing well post-operatively. The explanted leads were discarded by the hospital and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: unk-m-sc-2352-70, model: sc-2352-70, serial: null, batch: null.